Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was a cerebrospinal fluid (csf) leak. The outcome was reported as resolved without sequelae. Interventions included medical or non-surgical therapy specifically fiorecet and diluadid. Interventions also included a blood patch. No diagnostic methods were performed. The etiology was not related to the device or therapy and related to the implant specifically surgery/anesthesia. Signs and symptoms included a head ache. The severity was noted as mild. Relevant medical history included: chronic low back pain, spinal pain.